Event description:
Upon removal of stylet, nurse audibly heard clicking sound and removed stylet. Nurse went to place the needle into the sharps container across their body and accidentally grazed/stuck their left non dominant hand. It was then realized that the clip did not engage and remained on the shaft of the needle.